Event description:
A report was received that the patient was not receiving adequate stimulation. The device was interrogated and was found to have high impedances. Previous x-ray revealed that cervical extension had quite a bit of kinking in the lead. It was believed that the patient had a micro lead fracture in skull leads and that the lead was nonfunctional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced due to suspected lead fracture. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient was not receiving adequate stimulation. The device was interrogated and was found to have high impedances. Previous x-ray revealed that cervical extension had quite a bit of kinking in the lead. It was believed that the patient had a micro lead fracture in skull leads and that the lead was nonfunctional. The patient will undergo a revision procedure.